Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported minor injury/ illness / impairment was a result of case-specific circumstance no intervention/treatment was provided for the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of <1. However, after removal of the steerable guide catheter (sgc), a left to right shunt was observed. No treatment was performed, and the procedure was discontinued. There was no clinically significant delay in the procedure.